Event description:
Oncology rn manager reported that the male luer of the secondary administration set came apart from female side of spiros connector during a chemo infusion resulting in a slight leak. The spiros valve remained connected to the primary tubing. Devices were not saved. No patient or clinician harm was reported. The hospital began using alaris system devices on the day of event (B)(6) 2014). The customer plans to use an alternate closed system value to minimize spinoff-type issues. The customer mentioned this type of event had occurred in other hospital satellite locations in the same time period, however the reports were vague, no harm was reported, and no further information about those events is expected. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.